Event description:
It was reported that prior to the procedure, the device was hot. There was no medical intervention, adverse consequences or clinically significant surgical delay reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that prior to the procedure, the device was hot. There was no medical intervention, adverse consequences or clinically significant surgical delay reported.